Event description:
As reported: "screw head broken when screwing into the baseplate. Implant remains in patient's body. No recognizable influence on the surgical result."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.